Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017 and (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the returned device identified flat creases and the device has a broken shell. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified breaks found with the following conditions: striated edge on posterior due to surgical damage, sharp edge on side posterior opening in the shell with stress marks due to surgical impact(opening) and wear abrasion. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is breaks found with the following conditions: striated edge on posterior due to surgical damage, sharp edge on side posterior opening in the shell with stress marks due to surgical impact(opening). The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture, and "biofilm" around the implant. Device was explanted.

Event description:
Healthcare professional reported a right side rupture, and "biofilm" around the implant. Device was explanted.

Manufacturer narrative:
Further investigation results: review of sterilization and seal strength records did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. DHR indicates that there was a reprocess order in the primary packaging operation. However, the reported device was completed on a different serial number and this has no relation neither can cause the reported event. Other records reviewed: environmental monitoring results for (B)(6) 2009, and bioburden monitoring results. Review of the work order and the event code "infection" did not identify any ncs, ers or CAPA associated with this information.